Event description:
The customer reported as stated to the patient care assistant per the patient, her g-tube again had a slow leak in it. She inflates the g-tube with 15ml of water and uses the surg lubricant that comes with the g-tube. Per the health professional, as stated to the rn per the patient, she fills the g-tube balloon with 15ml of water and when it gets loose (one week later) she checks the balloon and notes 6ml left. The g-tube is for venting or emptying when she eats something her stomach doesn't like.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. A supplier corrective action request has been opened with the supplier to address the reported condition through a more robust investigation. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.